Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their smart device indicated that the pairing failed with the transmitter. No additional event or patient information is available.